Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The customer has stated that no components will be returned to the manufacturer for an evaluation.

Event description:
The customer reported that the start/stop button on this 3100a high frequency oscillating ventilator was intermittently non-responsive. The customer stated that there was no patient involvement and that this was detected during pre-use testing.